Event description:
Source notified by bma product complaint of "first use dialyzer with gross blood leak." + confirmed the following info with the chief technician and nursing director. Staff was alerted to a blood leak when dialysis machine alarmed with blood in dialysate. Dialysate was interrupted and extracorporeal system was discarded, estimated volume of blood loss was 230 ml. The pt was asymptomatic, hematocrit stable and no injury was reported. There were no other similar incidents within this facility. The actual sample was discarded. MDR filed due to blood loss. 1/19/98 hc professional called with pt identifiers for MDR filing.